Event description:
A remstar auto a flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint during evaluation of the device, the service technician observed visible foam particles inside the blower kit additionally, the service technician also noted a dust fail contamination and has a presence of error code e65 err_stuck_encoder_a, e62 stuck_ramp_key, e63 err_stuck_know_key, e66 err_stuck_encoder_b and e55 err_therapy_queue_full. The device was scrapped this event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction